Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearble was inserted into the thigh on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported that the patient's sensor "did not work" (no specific error message reported) and then she received a "can not pair sensor¿ alert when attempting to pair a new sensor to multiple devices (phone and receiver). The patient was wearing an omnipod insulin pump. The patient reported that she went to the emergency room (ER) and had a bg level of 650 mg/dl. No patient symptoms were reported. The patient was treated with insulin (route not specified). Attempts to reach the patient for further event details were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the thigh on 06/03/2025, which is off-label usage of the device. On the same day, it was reported that the patient's sensor "did not work" (no specific error message reported) and then she received a "can not pair sensor¿ alert when attempting to pair a new sensor to multiple devices (phone and receiver). The patient was wearing an omnipod insulin pump. The patient reported that she went to the emergency room (ER) and had a bg level of 650 mg/dl. No patient symptoms were reported. The patient was treated with insulin (route not specified). Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 type of investigation - additional h6 investigation findings - correction h6 investigation conclusion - correction